Event description:
Pt reported that she underwent hemorrhoidectomy 2002 and subsequently developed an abscess which did not heal. She further reports that her colorectal surgeon at the time advised she was allergic to the device. The pt was returned to surgery in 2003 for excision of the device.

Manufacturer narrative:
No conclusion can be drawn at this time.